Manufacturer narrative:
An investigation was performed on the reagent to rule out any contribution to the allegation, and no issues were identified. Given the nature of the CT and curves generated, the alleged sample has a viral load below the test¿s limit of detection (lod). Note that wavering results are expected for samples near or below the test¿s lod. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from united states alleged generating a discrepant sars-cov-2 result while using a cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. Run #(B)(6) detected sars-cov-2 CT-37.2 using reagent lot 10819x. The same patient sample was retested twice, once on the same liat and the other on a different liat, both results were negative for all three targets. Initially, the positive results were reported but were corrected to negative after the retests. An investigation was conducted to evaluate the customer issue. No harm alleged. Per FDA guidance, one(1) mdrs will be filed, one per discrepant result.